Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that a hair-like fm was found onto the cap before use.

Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and the customer's indicated failure mode of foreign matter (hair) on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that a hair-like fm was found onto the cap before use.